Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause of the ins draining overnight from 70-10% was not determined or confirmed. The patient reported that but did not show evidence. As far as interventions, at the rep's last meeting with the patient on (B)(6) 2020 they checked their charging history on the (B)(6) tablet and identified that the patient had only reached excellent coupling once or twice. The other attempts at charging were either fair or good. There was no evidence that her battery had gone to 0%. There were many sessions that she only charged the battery approximately 10-20% per session before stopping. Further, they indicated that they would charge while driving or walking. The patient was encouraged to charge while stationary and re-explained coupling and how that effects charging efficiency. The issue had reportedly been resolved at this time. It was reported that the ¿no device found¿ screen was an isolated incident and had not happened again. Finally, it was reported that the cause of the controller turning off when the patient was trying to turn stimulation on, seeing a message like ¿not being able to deliver settings¿ and seeing an rm05 message on the controller was not determined and no further reports of this had been made. No additional actions/interventions were needed to resolve this incident. This issue has been resolved at this time. No further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the recharger (rtm) would go from excellent to poor recharge quality without the patient moving, the patient could not charge the ins, and there was a no device found (screen 16). The patient stated they did not charge the ins because they were pregnant and the controller showed a low ins battery screen. The patient noted they were charging on speed 4 and the controller battery was 40%. A replacement rtm was sent to the patient. No symptoms were reported. No further complications were reported/anticipated. On 2020-01-06, additional information was received from a manufacturer representative (rep) reporting that the patient had called into patient services to report difficulty charging on (B)(6) 2019. It was reported that they had received a replacement recharger, but reported still having difficulties charging the ins. The patient had not been using their stimulation system due to their pregnancy, but now wanted to use it again after their child was born. The patient indicated that they charged three to four hours in passive recharge mode after their (B)(6) call with patient services. Today in the clinic they had been doing passive charging for a short period of time. They had been getting 95 to 96 on the passive charging screen. They were also seeing the ¿no device found screen.¿ the rep reported seeing the ¿no device found¿ screen, but indicated that they had been selecting ¿try again¿ when trying to establish a recharge session with the ins. On the call it was reported that the controller found the ins, transitioned to the normal charging screen and they then saw excellent recharge quality. It was reported that troubleshooting resolved the reported issue. The event occurred in (B)(6) 2019. Additional information was later received by the rep on 2020-01-07, reporting that the rep followed up regarding the patient¿s recharging difficulties previously reported. It was reported that the rep met with the patient yesterday and they were able to charge normally. It was reported that the rep then received a text message from the patient this morning reporting that they were able to charge the ins to 70 percent last night. The patient attempted to turn their stimulation on, but the controller turned off. The patient thought they may have seen a message about not being able to deliver settings, but it was unclear. The patient stated that they saw an rm05 on the controller and rest the controller. The patient had been seeing the rm05 message on the controller several times and had reset it. It was unclear if the rm05 and the controller issues were related at this point as the caller and the patient were not together to do troubleshooting. The patient reported that the ins was not on since last night and was at 0 percent this morning. It was confirmed that the text showed the 0 percent was the internal ins. The controller battery level showed it was at 100 percent. The rep reported that the patient had received a new recharger from the manufacture in the past. It was reviewed that the patient call in for product as first steps for troubleshooting. Further complications were reported/anticipated.